Manufacturer narrative:
Evaluation summary: a design non-conformance was observed based on the results of the visual inspection. The visual inspection indicated that the devices were returned in used condition with visual discrepancies attributed to frequent usage. The green overmold of the devices exhibited evidence of degradation. The handles had become tacky and discolored. The device manufacturing history record indicated that the reported lot of devices was manufactured and accepted into final stock between with no reported discrepancies. The product experience reporting database shows this event is related to a trent of similar events where the green overmold handles of triathlon instrumentation is found to be sticky and degrading after sterilization. This is the same event as: MFR # 2249697-2011-00340, MFR # 2249697-2011-00342. MFR # 2249697-2011-00343.

Event description:
It was reported that, "preparing tray for upcoming surgery, instruments were found to be damaged. All 4 of these instruments have teal grips and appear to be discolored and have gooey residue. Sterile processing reported nothing different done to items."